Event description:
This procedure was performed in (B)(6):the tip of the delivery catheter was broken while using in the patient. No injury reported.an image received for evaluation indicate that the stent was used within another laterally compressed stent (unknown make/model).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information relating to this report has been requested. Should information become available as supplemental report will be sent.